Event description:
It was reported that on (B)(6)2025, a 19mm amplatzer septal occluder was chosen for a 17×14 atrial septal defect (asd) closure procedure using a 9f amplatzer trevisio intravascular delivery system. The sizing of the device was determined by transesophageal echocardiogram (tee). During procedure, the right atrial disc was dislodged into the left atrium (la) with wiggled. The patient had a very small left atrium, making the placement challenging. The device was not released form the delivery cable. The physician mentioned the cause of migration was floppy posterior and inferior rims. A new 20mm amplatzer septal occluder was successfully replaced with the same delivery system and the closure was completed. There were no bends or kinks been observed in the delivery sheath. The patient was reported discharged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device migration appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.